Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Clinical report states the patient was revised to address a peri-prosthetic fracture.

Manufacturer narrative:
Update - (B)(4) 2013 - patient's medical records were received (B)(4) 2013. There is no new information that would change the existing MDR decision. Medical records and x-rays were obtained and reviewed. The patient tripped and fell landing on her flexed right knee. This led to an immediate onset of right hip pain and the patient was taken to the e.r. Where x-rays showed a periprosthetic femoral fracture. This reported fall is the cause of the reported complaint. Based on the performed investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.